Event description:
I received the essure coils and had problems as soon as the following year. Diagnosed with many autoimmune diseases. Hospitalized, had to have a hysterectomy on (B)(6) 2017. Since surgery, I have noticed that something has improved. Something has not improved.